Event description:
The facility reported to largo customer service, a pump with failure code 801:43 on channels a and c. When the pump alarmed, it stopped infusing on both channels a and c. The nurse stopped therapy, swapped out the pump and continued therapy. This problem was identified during patient use. No patient injury occurred and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: the pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.